Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the total daily dose basal history added up correctly and matched the users programmed basal rates. The total daily dose basal history appeared to be inaccurate due to a "replace" battery alarm followed by a pump reboot. The pump was powered back on and deliveries resumed. The pump was exercised for 24 hours with a 2.0 u/hr basal rate and at the end of testing, the basal history correctly showed a 2.0u and the total daily dose showed 48.0 u. The original complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history matched the active basal program, and the basal delivery totals in total daily dose did not match the active basal program total. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.